Manufacturer narrative:
Received only the catheter. The reported issue was unconfirmed, as the problem could not be reproduced. Per visual inspection: inspected the exterior of the sample and did not find any evidence of a failure that would support the reported event. Per functional testing: tested using lab syringe, inflated the balloon with 10cc water using normal fill technique and the balloon inflated without difficulty in 13 seconds and the inflation funnel did not balloon out during inflation. Deflate and re-inflated again the balloon with quick fill technique and the balloon inflated without difficulty and the inflation funnel did not balloon out during inflation. Dissected and did not find anything to contribute to the reported problem. The dimensional results are as follows: eye snip length 3/32¿. Eye snip width 2/32¿. Eye snip distance from distal cuff 6/32¿. Eye snip distance from proximal cuff 11/32¿. Rubberize thickness 8 thou. Reinforcement 188 thou. Concentricity 60/40. Balloon thickness (average) 29 thou. Inflation lumen coverage 10 thou. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "insert catheter into the urethral meatus and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to use, the water could not be injected into the balloon; and instead, the upper portion of the inflation valve was inflated. Subsequently, the catheter was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to use, the water could not be injected into the balloon, and instead, the upper portion of the inflation valve was inflated. Subsequently, the catheter was replaced.